Event description:
Additional information became available that this device delivered appropriate therapy on two separate events which was considered appropriate to treat the syncope and arrhythmia. The device was interrogated and is not at elective replacement indicator (eri).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen in the emergency room for syncope. A boston scientific sales representative was called to interrogate the device and initially had issues getting the device interrogated. Later the device was successfully interrogated by having the patient lean over. There was also tones heard when a magnet was applied verifying device was functioning. Attempts to gain additional information have been done. To date, no additional adverse patient effects have been reported.